Event description:
It was reported that during an interventional treatment procedure, there was an undeployed stent on the balloon. The lesion was located in the right coronary artery (rca). The maverick 2 12mm x 3.0mm balloon was advanced to the lesion and "would not track over the guide wire. When the balloon was pulled back, tissue and an undeployed stent were on the balloon." The procedure was completed with this device. No patient complications were reported. The patient status is "ok." Preliminary investigation findings revealed an explanted stent was on the balloon.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an interventional treatment procedure, there was an undeployed stent on the balloon. The lesion was located in the right coronary artery (rca). The maverick 2 12mm x 3.0mm balloon was advanced to the lesion and "would not track over the guide wire. When the balloon was pulled back, tissue and an undeployed stent were on the balloon." The procedure was completed with this device. No patient complications were reported. The patient status is "ok." Preliminary investigation findings revealed an explanted stent was on the balloon.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick2 monorail balloon catheter with a stent on the balloon. Microscopic inspection of the distal end of the device revealed that the distal shaft was bent/kinked near the proximal end of the balloon. There was also damage to the distal tip of the catheter. It is notable that the cells of the stent were expanded, consistent with a fully-deployed stent. The presence of the stent, tissue and dried residual fluid from clinical use prevented conclusive determination of whether the balloon was inflated prior to becoming entrapped in the stent. A stent strut appeared to be caught in the proximal end of one of the balloon folds. Final packaging for maverick2 includes placement of a balloon protector. A balloon protector was not included with the returned device; however, given the specified maximum outer diameter and the actual outer diameter of the returned device, it is considered unlikely that a balloon protector would fit over the balloon/stent. It was confirmed that a stent was present on the balloon of the catheter; however, the condition of the stent was consistent with a device that was fully deployed and subsequently entangled in the balloon catheter. An attempt to load a 0.014" guidewire through the wire lumen of the returned device was limited by the aforementioned bend/kink in the shaft. The wire was easily loaded into the distal tip and tracked through the device until it reached the location of the bend/kink in the shaft. Similarly, the wire was easily loaded into the guidewire exit port and advanced through the lumen freely until it reached the location of the kink/bend. This suggests that the device met specification for compatibility with a 0.014" guidewire, if not for resistance encountered due to the bent/kinked shaft. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).